Event description:
The national complaint coordinator of baxter reports a home patient has solution leak from the tip of the transfer set when patient closed the integral twist clamp to disconnect during exchange. A sample is available for evaluation. No patient injury was reported.